Event description:
It was reported that after a normal pump replacement procedure, the health care provider (hcp) planned a starting bolus due to there was no drug in the pump and catheter because a catheter issue was found during the replacement procedure; therefore the hcp had injected saline in the catheter. The patient had overdose symptoms that resolved after ¿emergency procedure/treatment. It was further noted that no bolus was actually given due to the overdose symptoms. There was no alleged product issue. The physicians thought that the patient had received a dose of 200/250 mcg of baclofen. The patient status was reported as alive no injury. It was further reported that the old drug concentration in the pump/catheter was 500 mcg/ml, the dose was 85 mcg/day and the new con centration was 1000 mcg/ml, the dose was 85 mcg/day. Additional information received reported the emergency procedure that had been performed on the patient was noted to have been that the patient was moved from the department to the intensive care unit and respiratory support was necessary. In the morning the acute phase was already solved. [Refer to manufacturer report #3007566237-2014-01778 for details regarding catheter issue found during pump replacement and why there was no drug in the pump and catheter].

Manufacturer narrative:
Concomitant: product ID 8731, product type catheter. Product ID 8731, (B)(4).